Event description:
The patient received two leads with the same lot number. It was reported the patient had fallen several times. Impedances were within normal limits, but the patient was experiencing stimulation in the ribs and abdomen, and not in the back where it was wanted. The physician had ordered x-rays to be taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.